Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable cardiac monitor (icm) had migrated out of the implant site while the patient was swimming, a few months before recent interrogation attempts.

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to be interrogated at the clinic. The device was not found by two different tablets, and a potential bluetooth issue was suspected. The bluetooth key had already been force reset once in the past, and another force reset was performed. Troubleshooting steps included attempting device interrogation with two different tablets, performing two bluetooth key force resets and attempting sign up with the remote monitoring application. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a connectivity issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable device, specifically the pa97000, was unable to be interrogated by diagnostic mobile programmer application at the clinic. It was reported that the implantable cardiac monitor (icm) was unable to be interrogated at the clinic. The device was not found by two different tablets, and a potential bluetooth issue was suspected. The bluetooth key had already been force reset once in the past, and another force reset was performed. The patient had not been able to mark a symptom with their pa97000. There were concerns regarding potential abnormal battery drain and a possible battery attack mode. Error 625 was observed when attempting to sign up with the mclh application. Troubleshooting steps included attempting device interrogation with two different tablets, performing two bluetooth key force resets, consulting with devices vera, and attempting sign up with the mclh application. It was also reported that there was disconnected monitor notice on the remote monitoring network. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: updated event description in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.